Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results, within the risk stratification range, were generated from an access 2 immunoassay system for three, same-patient samples over two days. This is report represents the initial erroneous elevated accutni result, within the risk stratification range, generated on (B)(6) 2012, for the one patient sample. The customer believed that the accutni result was falsely elevated as it did not match the total clinical presentation of the patient, and the patient's creatine kinase-mb isoenzyme results were normal. The elevated accutni result was reported outside the laboratory and the patient was admitted to the hospital based upon the result. Later repeat testing of redrawn same-patient samples on an alternate instrument produced negative results within the normal reference range of the assay which were considered valid. The test sample was collected in a primary lithium heparin plasma separator tube and was centrifuged prior to testing. The appearance of the sample was normal, however it was a short draw. No other assays or patient results were in question as part of this event. The accutni reagent and calibrator lots associated with this event were (B)(4), respectively.

Manufacturer narrative:
Service was not dispatched to the site as the customer declined service. Beckman coulter inc. Assessment of customer supplied assay instrument performance data indicated that level one quality control results were elevated (above two standard deviations) sometime between (B)(6) 2012. Other than this instance, qc results were recovering within two standard deviations of mean during the timeframe of the event. Additionally multiple system checks performed prior to, and after, the event generated acceptable results. No event log messages were generated in connection with this event. A definitive cause for this event cannot be determined. Associated mdrs: 2122870-2012-01241, 2122870-2012-01242.